Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the bgm was 600 mg/dl and cgm reading was 85 mg/dl. The patient was thirsty. The partner treated the patient with insulin but the bg didn´t decreased. The reporter called the ambulance as the patient was vomiting and passed out. The ambulance arrived and remained for an hour and left after an hour, they just monitored the patient and did not do anything more. For the next 2-3 days the patient was still not feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.